Event description:
The catheter was inserted from the right brachial artery. The catheter was stuck with sheath while withdrawing from the lesion inside the artery. (Target lesion: left femoral artery, 90% stenosed, not calcified). It was reported that when the physician pulled the catheter hard to remove from the sheath, the catheter got damaged, however, there was no report of missing material. The ivus procedure was accomplished by this catheter. There was no intervention reported during the procedure. There was no report of pt injury or extended hospitalization.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. Product specification for this device indicates that the minimum guide catheter size to use is 5f. However, it was reported that a 4f sheath was used which most likely caused the catheter to get stuck on the sheath and become damage. No further action required.